Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that when customer was about to implant the intraocular lens, the capsule started to collapse. This was observed while inserting lens into the patient's left eye. Reportedly only the tip of lens was inserted and then surgeon removed the lens in the same surgical procedure. Patient has recovered. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 8/1/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample: the zcb00 lens was returned in its original package. The sample was evaluated, and the lens was observed with residues that looks like body fluids on the lens related to the handling of the unit in a surgical procedure. Loose fibers/particles were observed on lens related to the handling of the unit out of a sterile environment. Both haptic was also observed folded. The complaint issue reported was not verified and it could not be determined if the reported issue is related to manufacturing process as the reported lens was handling and used in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.